Event description:
Tandem mobi cartridge alarm was reported by the caller, and the issue resulted in the customer's blood glucose level exceeding 500 mg/dl. Specific blood glucose values were unknown but displayed as "high." To address the situation, the customer used a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The technical support confirmed the cartridge alarm 34 and arranged to replace the pump. The customer was instructed to put the pump into storage mode before returning it and acknowledged the steps for receiving the replacement pump, which was sent to the confirmed shipping address.